Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic and a pocket infection was noted. The implantable cardioverter defibrillator and leads were explanted on (B)(6) 2018. The patient remained in the hospital and received antibiotic treatment. The patient is in good condition.